Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. Data logs were provided and console was returned. Returned product was investigated and there were no abnormalities noted. The pump passed laser continuity, and when connected to the console and run in a bucket for 2 hours, all optical signal metrics were stable the entire period. Clinical details provide that the patient's map had dropped during the first few hours of support but had recovered upon explant, which supports the ps trend noted in data logs. Based on all the above mentioned details, the root cause of the optical signal issue was determined to be patient condition. With the available information, there is no indication that there was a product malfunction or deficiency.

Event description:
The complainant had a cp pump in use for 35 hours to support a patient undergoing high-risk percutaneous coronary intervention (hrpci). The pump lost its optical signal, but it remained operational until weaning and explant. No patient harm was reported.